Event description:
A dialysis home pt received a sys error 2267 alarm in drain "2/4" during treatment using home choice device. The home pt noted no leakage around solution bags but noted fluid on the floor which appeared to have come from homechoice cassette tubing. No pt injury associated with this incident per the home pt.